Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, error codes had occurred indicating that the safety system detected blood in the catheter handle, stopped the injection and disabled the vacuum. Additionally, the system detected a compromised outer vacuum and the refrigerant delivery path was obstructed. It was noted that blood was in the coaxial umbilical and the physician was concerned if any refrigerant escaped into the patient's system. There was no st segment elevation noted on electrocardiogram (EKG) and the patient was under general anesthesia. The catheter continued to be used and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device, catheter 2af284 lot 30285-22, and data files were returned and analyzed. Data file analysis confirmed system notice 50006, the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled, on the date of the procedure. Another system notice 50012, indicating that the refrigerant delivery path was obstructed, was confirmed for the date of the procedure beginning at the first injection. Data files demonstrate that seventeen injections were performed with the device. Visual inspection of the catheter showed an achieve mapping catheter was inserted inside the complaint catheter. Blood was visualized inside both balloons and also within the catheter¿s coaxial connector. Smart chip verification indicated the catheter was used for seventeen injections. Dissection and pressure testing showed a guide wire lumen kink at 1.01 inches proximal from the tip. Pressure testing did not show any blockage of the injection line. In conclusion, the reported system notice of 50006, the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled, has been confirmed through testing. The reported system notice 50012, the refrigerant delivery path was obstructed, has not been tested. Catheter 2af284 / 30285-22 failed the inspection due to a guide wire lumen kink and breach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.